Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 5.1 and 5.2 were not detected on the bus in the auxiliary. The field service engineer (fse) instructed the user to remove the tablets from the back of the pyxis, but this did not resolve the issue. The fse also guided the user on how to properly power down the device, though the problem persisted. The fse inspected all boards and confirmed that the indicator lights were functioning correctly. The fse then reseated all cables and wires, cleaned the inseparable components, and examined the pyxibus cable and retractor band. A system reboot was performed; after launching the application, the customer was able to access pyxis without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 failed to recover after reboot and turned the machine off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.